Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated she initially received effective stimulation from her scs system. However, over time, the lead had migrated . X-rays showed the lead was anterior. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where her lead was explanted and replaced with 2 new ones. The patient received effective stimulation coverage post-operative.